Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and delivered a bolus to resolve the issue. Customer's blood glucose (bg) was 421mg/dl.